Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found that the machine was not powering on because all three phases in the m cabinet were not receiving power. The issue was traced to a tripped input mccb (molded case circuit breaker). To resolve the issue, fse reset the mccb and powered on the system, performing multiple restarts and checking the high-voltage exposure. After resetting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.